Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed the "system error 105" caused by severed motor mount screws. The motor assembly was replaced.

Event description:
It was reported that a device displayed a "system error 105" message. It was also reported that there was no pt involvement.